Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was pt reporting trouble again since last night. Pt stated they charged everything up but, now they 'can't get to it' and nothing comes up at all. Pt stated they are in a lot of pain and it just goes in a circle and the 'shocker is shocking me hard' and cannot turn stimulation off. On the call, agent could hear the recharger on and beeping. Pt stated they were not able to go to bed last night. Agent reviewed closing all apps on handset. Pt selected patient therapy app and saw turn over to locate communicator serial number. Pt had a friend with them to help troubleshoot. Pt scanned qr code and was able to enter - pt saw therapy on. Pt stated last night was the first time it kept coming across the screen for the communicator issue. Agent reviewed best practices for external devices. The troubleshooting steps taken on the call resolved the reported issue.